Manufacturer narrative:
Post-stent imaging showed a measured length shorter than expected. Review of logs and images confirmed the manually adjusted stent length matched the implanted 3.0 × 38 mm stent. The catheter performed normally. The complaint could not be confirmed.

Event description:
Nmc complaint (B)(4). Dr. (B)(6) case. 3.0 x 38mm stent placed in om2. Post stent pullback images displayed via stent x software as a length of 23mm. I manually adjusted the length to the proximal and distal stent edges. Adjusted length was approximately 30mm. Logs and images were obtained.